Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. Customer's blood glucose value was 500mg/dl at the time of the incident. Other blood glucose value mentioned was 300mg/dl. The customer also reported that the sensor had calibration error. The customer treated high blood glucose level with manual injection. The insulin pump will not be returned for analysis.